Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, along with another company's right atrial (ra) lead, exhibited noise with oversensing which caused inappropriate mode-switch detections. The health care professional (hcp) called boston scientific technical services (ts) to discuss. The ra lead impedance was 270 ohms unipolar and less than 200 ohms bipolar. Atrial capture threshold is 1.2 volts at 0.5 ms and p-wave amplitude measured 0.8 to 1.5 mv. The patient's underlying rhythm is sinus bradycardia at 55 beats per minute with good atrial to ventricular conduction. The hcp was going to program bipolar sensing and unipolar pacing. No adverse patient effects were reported. The system remains in service.